Manufacturer narrative:
The technician replaced the caster to repair the bed.

Event description:
Information received indicates while performing mod424, the technician was finishing making adjustments to the caster and the caster would not unlock. The caster did work prior to the repair.